Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with an implantable cardioverter defibrillator could not be interrogated. Multiple programmers and wands were used in different locations and distances to no avail. A couple days later, the patient expired. It was unknown if the telemetry issue or any other issue involving the device or implanted lead was responsible for the patient's death. Related manufacturer reference number: 2017865-2021-00017.

Manufacturer narrative:
A partial lead with the connector measuring 4.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.